Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the stent was dislodged from the stent delivery system (sds) and not returned. The stent protector and mandrel were returned with no visible damage evident. The balloon was returned partially inflated. The balloon was inflated normally at the complaint investigation site at a pressure of 14atm. The tip of the device was visually and microscopically examined and no issues were noted with it's profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 3.5x15mm maverick balloon and then a 4.00x20mm promus element stent delivery system (sds) was advanced to the rca. The physician inflated the sds balloon to 16atms; however, the stent did not expand at all due to the heavy calcification in the lesion. While trying to remove the sds from the lesion, the stent became stuck on the calcification and the stent became dislodged. The physician was able to successfully snare the stent from the lesion. The patient was transferred to a different hospital in order to perform rotational atherectomy. No further patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 3.5x15mm maverick balloon and then a 4.00x20mm promus element stent delivery system (sds) was advanced to the rca. The physician inflated the sds balloon to 16atms; however, the stent did not expand at all due to the heavy calcification in the lesion. While trying to remove the sds from the lesion, the stent became stuck on the calcification and the stent became dislodged. The physician was able to successfully snare the stent from the lesion. The patient was transferred to a different hospital in order to perform rotational atherectomy. No further patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.